Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell onto the pump and the pump touchscreen now displays vertical lines. Reportedly, the customer is unable to operate the pump due to the vertical lines. Customer had elevated blood glucose levels (391 mg/dl). Customer stated that they will deliver an injection to stabilize blood glucose levels, and they will continue to use injections for insulin therapy.